Event description:
The balloon ruptured during the procedure.

Manufacturer narrative:
This pt presented for treatment of a moderately calcified and tortuous de novo lesion in the left anterior descending artery (lad). Two cypher stents were planned for placement in this lesion. The first cypher stent (catalog number unknown) was deployed at the proximal end of the lesion. Then a 3.0x18mm cypher was implanted distal to the initially implanted cypher. The inflation pressure was unknown. After deployment, the stent delivery system (sds) was pulled a little and post-dilation was being conducted at the overlapping section of the two cypher stents. While inflating the sds, leakage of the contrast medium was observed from the tip of the balloon. Therefore, the sds was deflated and retrieved. Then a different balloon was used for post-dilation. The procedure was successfully completed without injury to the patient. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. The product is available for testing and evaluation, but the engineering report has not been completed as of this writing. Additional information will be submitted within 30 days upon receipt.